Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure performed on (B)(6) 2025. During the procedure, when attempting to open the clip, the clip was released before being allocated to the intended location. No patient complications have been reported as a result of this event. The device was not returned.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.